Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer reported a scan reading of 'hi' (> 500 mg/dl) and self-treated with 12 ui of insulin (type unknown). The sensor continued to read 'hi' and the customer self-treated with an additional 5 ui insulin per advice of an emergency doctor. The customer subsequently began to feel unwell, with symptom of cold sweats and went to a hospital. Healthcare meter results of 37 mg/dl and 39 mg/dl were obtained as compared to scan of 'hi'. The customer was diagnosed with hypoglycemia and treated with glucosmon 33% via IV, 500 ml 10% glucose serum infusion, and given yogurt to consume. There was no report of death or permanent injury associated with this event. The results of sensor scan against healthcare meter, when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer reported a scan reading of 'hi' (> 500 mg/dl) and self-treated with 12 ui of insulin (type unknown). The sensor continued to read 'hi' and the customer self-treated with an additional 5 ui insulin per advice of an emergency doctor. The customer subsequently began to feel unwell, with symptom of cold sweats and went to a hospital. Healthcare meter results of 37 mg/dl and 39 mg/dl were obtained as compared to scan of 'hi'. The customer was diagnosed with hypoglycemia and treated with glucosmon 33% via IV, 500 ml 10% glucose serum infusion, and given yogurt to consume. There was no report of death or permanent injury associated with this event. The results of sensor scan against healthcare meter, when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.